Event description:
Retract malyugin ring very slowly and notice it pulling to the left the eyelets were not overlapping each other, so I stop and ask for a new one. The second one did not advance properly in the eye. No patient injury.